Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the device performed to specification. The device passed the final test and was recertified and returned to the customer. Review of the device logs showed the device acquired a valid impedance and then a signal after the multifunction cable and pads were reconnected to the device. The ECG view was switched to lead ii and stayed in lead ii for the remainder of the case. Had the ECG view been switch back to pads, the device would have displayed an ECG signal. This claim has been closed as device meets specification. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) year-old female patient in cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.